Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2025. The insertion site was buttocks. The infusion set was in use for less than 20 hours. The blood glucose level was 260 mg/dl. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.